Manufacturer narrative:
The customer reported that the central nurses station tower is booting up, but nothing happens with the display. The customer verified that the power supply was working. Technical support ts informed the customer that this monitor has been out of warranty since 2020. Ts provided the customer with the part number. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information ni, as attempts to obtain information were made, but not provided: patients information. Attempt 1: 02/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; theres still no communication. Relevant tests/laboratory data. Attempt 1: attempt 1: 02/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; theres still no communication. Other relevant history. Attempt 1: 02/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; theres still no communication. Concomitant medical products. Attempt 1: 02/13/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; theres still no communication. The following fields are not available n/a to this report: serial number. Initial reporters phone number. Device manufacturing date.

Event description:
The customer reported that the central nurse's station tower is booting up, but nothing happens with the display. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station tower is booting up, but nothing happens with the display. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station tower is booting up, but nothing happens with the display. The customer verified that the power supply was working. Technical support (ts) informed the customer that this monitor has been out of warranty since 2020. Ts provided the customer with the part number. There was no patient injury reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Manufacturer references # (B)(4) follow up 001.